Event description:
A discordant, falsely low phenytoin (ptn) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ptn result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data which indicated proper reagent delivery. The data suggests that an inadequate amount of sample was delivered to the cuvette, which can be caused by sample-specific issues that cause aspiration of fibrin or cellular material. The cause of the discordant, falsely low ptn result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.